Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed radio frequency error four different times. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the radio frequency error alarm. The alarm did not occur during the rewind and prime sequence. The device also alarmed with a test failure. The customer no longer felt safe using the insulin pump due to receiving the two safety alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. No unexpected a44 alarms, a46 alarms or a64 alarms noted during our testing. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.